Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a blood back. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and noted that the unit received a blood back as indicated by gas gain alarm. The fse also found blood residue in both the pneumatic module and safety disk. The fse resolved the issue by replacing the pneumatic module with safety disk attached, drive manifold, compressor with associated filters, per customer's request. The fse performed complete pm with full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).